Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and their friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller stated that the patient was unable to connect their ins with their patient programmer. They stated it had been a quite a while since they used the patient programmer. They stated they could not feel the ins in their body and they had always had issues trying to connect, but eventually would be able to make a connection. They stated they recently could not find connection at all. Caller stated the patient had lost weight, but had not had any falls or traumas. Troubleshooting on the call did not resolve the issue, they were redirected to their healthcare provider to have the stimulator/implant site checked. No further complications were reported or anticipated.